Event description:
It was reported that the device was explanted after an implant duration of approximately 60.7 months. No further details were provided. Information learned from implant patient's registry. Through follow-up with the health-care provider, it was learned that the device was explanted due to aortic stenosis. Through the operative report, it was learned that the device was also calcified. A device history record (DHR) review has been initiated.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Return of device is anticipated, however the device has not yet been received for evaluation.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Evaluation summary: heavy intrinsic and extrinsic calcification is detected in the cusp area and the free margins of all three leaflets. Calcification restricted mobility in the leaflets and most likely led to stenosis. A gap is noted at the coaptation region. A tear in the free margin of leaflet 2 measures to approximately 3mm. Calcification is visible in the region of the described tear. Host tissue overgrowth is heavy onto the tissue inflow, and encroached into the orifice by 5mm. Minimal to moderate host tissue overgrowth is evident at the stent outflow and the tissue outflow. It encroached onto the tissue outflow and into the orifice by 3mm. Commissure 3 appears to be flared out, also visible in the x-ray. The x-ray demonstrates calcification and stent distortion. X-ray.